Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became unresponsive and could not be turned on, despite plugging it into multiple power sources. The customer's blood glucose (bg) level was 222 mg/dl. However, the customer stated that bg level is normally a little higher at night. The customer took a manual injection.